Event description:
Customer reported that the cartridge was not fitting properly on the pump. The issue caused the customer's blood glucose level to display "high," exceeding 500 mg/dl. Customer administered a correction injection via multiple daily injections without requiring third-party assistance. Technical support instructed the customer to remove an o-ring, clean the pneumatic tap area, and attempt to reload the cartridge. This was successfully completed, and the customer was able to resume insulin therapy without further issues.